Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer's blood glucose (bg) level was 108 mg/dl. The customer chose to charge the pump battery completely and indicated that tandem technical support would be contacted if the issue persisted. The customer did not contact tandem technical support regarding the alleged issue.